Manufacturer narrative:
The lens was returned in two pieces for evaluation. Visual inspection of the lens a portion of the trailing haptic plate missing. Functional testing could not be performed due to the damage. Dimensional inspection was performed on a retain sample from the same lot with all measurements found to be within specification. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information provided, the exact root cause of the event could not be determined.

Manufacturer narrative:
The lens has been returned for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was implanted and removed 2 weeks later due to a hyperopic surprise. A replacement lens of a different diopter power was implanted without complication. The surgeon's opinion is that the likely cause of the event is a lens vault. This event refers to the patient's right eye.